Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument jaws was used for a surgical task and the jaws of the instrument were difficult to close together. The user completed the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have hairline cracks on both grip input disks #6 and #7. Other backend components adjacent to the cracked inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.